Event description:
The device was explanted during surgical conversion, immediately following implant, due to implantation difficulties. The patient was being treated for a 6 cm infrarenal abdominal aortic aneurysm. The aortic neck was severely angulated (2 - 90º bends) and varied in diameter from 30 - 35 mm. The iliac vessels were severely calcified and tortuous, and the femoral access vessels were 9 mm in diameter. It was reported that after the bifurcated stent graft was delivered to the aneurysm, one of the suprarenal stents could not be released from the spindle. The severe aortic neck angulation and narrow access vessels restricted the rotation of the device and release of all the stent apices from the spindle, as the device was biased against the aortic wall. The back wheel was rotated clockwise; however, the wheel ended up breaking into two halves. To intervene, the delivery system was disassembled, and hemostats were used to facilitate the release of the stent and enable the complete deployment of the bifurcated stent graft. It then took 4 hours to try to recapture the tip due to the severe neck angulation. During the removal attempts, the graft cover of the deliver y system ended up folding over itself. The bifurcate ended up being pulled down, although the anchoring pins of the stent graft were still wedged in place, and the decision was made to immediately convert the patient. The delivery system and entire stent graft were removed from the patient without issues; the patient was successfully converted. From the examination of the returned devices, the likely cause of the suprarenal stent release difficulties and delivery system removal difficulties appears to be due to the severely angulated proximal neck and vessel anatomy. One of the suprarenal stent apices was observed bent inwards approximately 60º; tooling marks seen on this stent would suggest that this likely occurred during the explant of the stent graft. A localized area of fabric weave separation and several cut sutures were observed on the proximal apex of the first covered spring, directly below the bent suprarenal stent, and likely occurred during the delivery system tip recapture and removal attempts. The ipsilateral and contralateral limbs were also found transected just above the gate, which likely occurred during excision of the stent grafts. No other device integrity issues were observed, and the devices were confirmed to have met all endurant manufacturing specifications prior to shipping.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (severely angulated proximal neck and narrow access vessels). Conclusions: device failure/lack of effectiveness related to patient condition (severely angulated proximal neck and narrow access vessels).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The aortic neck was 35 mm in diameter at the renals and 30 mm in diameter 10 mm below with multiple severe 90 degree bends. The distal aorta was 15 mm in diameter. Iliac vessels were very calcified and tortuous. The right common iliac was 14 mm in diameter, and the left common iliac was 15-20 mm in diameter; the access/femoral vessels were 9 mm in diameter. It was reported that after the endurant bifurcated stent graft was delivered to the aneurysm; one of the suprarenal stents could not be released from the spindle during deployment. The severe aortic neck angulation and narrow access vessels restricted the rotating of the device and release of all the stents from the spindle, as the front end of the device was against the aortic wall. The back wheel was rotated clockwise; however, the wheel ended up breaking into two halves. To intervene, the delivery system was disassembled, and hemostats were used to facilitate the release of the stent and enable the complete deployment of the bifurcated stent graft. It then took 4 hours to try to recapture the tip, due to the severe neck angulation. During the removal attempts, the graft cover of the delivery system ended up folding over itself, and the bifurcated stent graft ended up being pulled down. However, the anchoring pins of the stent graft were still wedged in place. The patient was then converted to an open repair successfully, and the delivery system and bifurcated stent graft were able to be removed from the patient without issues. The delivery system was discarded. No additional clinical sequelae were reported, and the patient is fine. Medtronic has received the stent graft and its analysis is pending. A review of single returned image shows double - 90degree angulated proximal neck which is also conical.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.